Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a link break was noted after the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported link break and unexpected medical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy or link pulled until it breaks is due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.